Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a crack on the bottom of the screen. Reportedly, the customer was not sure how the screen became cracked. There was no impact to the customer's blood glucose level. It was noted that the customer would continue to use the pump until replacement pump is received.